Event description:
It was reported when the patient presented in clinic for routine follow-up, poor sensing was noted on both atrial and ventricular leads. The physician suspected poor fixation of the leads. Both the atrial and rv leads were explanted and replaced. The patient was stable before, during and post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.